Event description:
(B)(6) was notified of reported injuries to an end user's back by an attorney. There was no specified defect in the wheelchair. The reported injuries include a broken vertebrae at t-9 along with other reported severe back injuries. The end user was reportedly recovering from cervical surgery. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.